Manufacturer narrative:
The device was not returned for investigation. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. The cause of the device positioning issue was not determined without returned product investigation and sufficient clinical details. The cause of the low pump flow issue was most likely related to patient condition, based on the given clinical details and data log review. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced intermittent suction alarms which were addressed by administering albumin. The impella cp was positioned deep in the ventricle and was adjusted under imaging. The patient suffered multiple organ system failures and was given a do not resuscitate status. Later, the patient expired on support.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.